Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The patient indicated that the pump¿s display had become blank after the pump lost power when the pump was exposed to water. Reportedly, moisture was noticed behind the display while attempting to reboot the pump. It was noted that the patient had been swimming with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 07/17/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box history was unable to be reviewed because the pump was unable to power on. Visual inspection of the pump found that moisture was visible in the pump display lens. A leak test was performed and found that the pump was leaking from a crack between the display lens and casing. The pump was opened and moisture damage was found on the power circuit, bolus button pins, keypad flex connector, and display. Performance testing of the display was unable to be completed due to the pump failure to power on. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.